Manufacturer narrative:
(B)(4). The device was not returned for evaluation as the device remains implanted. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Product location unknown.

Event description:
It was reported that the surgeon requested a pmi custom adapter to connect the biomet compress to zimmer segmental system (zss) for distal femur. The patient had a zss distal femoral replacement. The cemented revision tibial component is well fixed but the femoral stem is migrating superiorly and in danger of perforating the greater trochanter. It was also noted that the compress to zss adapter is needed to convert the femoral fixation to compress while retaining the well fixed tibia. A compress is needed to salvage the maximum amount of bone because stem fixation is not feasible. No further information has been provided.